Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a flashing display. The customer¿s blood glucose level was 4.1 mmol/l. Customer also reported that they received multiple pump errors. Troubleshooting was done for pump errors. Customer was able to clear and rewound the insulin pump. Customer was assisted with self test and it was passed. The customer was assisted with troubleshooting and no report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, active current measurement, sleep current measurement, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No pump error 38, error 68 and missing segments or partial display noted during testing. The motor was tested outside of the device and passed. (B)(4).